Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Noted. Motor was tested outside device and passed. Hardware low level failures. Confirmed in pump history with variable (003) due broken trace and poor solder joint at pin 6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 5.4, 23, 16.7 mmol/l. The customer was treated with the manual injection. The customer was able to rewind the insulin pump. The troubleshooting was performed for damage and high blood glucose. The customer reported that they had performed the self test and the pump error was occurred after the self test. The customer also performed the displacement test and the test was passed. The insulin pump will be returned for analysis.